Event description:
The customer contact reported the silicone sleeve of the clave secondary port remained in the depressed position. At an unspecified time, the primary tubing set was being used to deliver an unspecified medication. After an specified length of time, the male adapter of a needleless valve connector was connected to the clave secondary port on the cassette of the primary tubing set. At an unspecified time, the customer contact reported that the silicone sleeve of the clave secondary port remained in the depressed position. No specific details were provided. There were no reported adverse pt effects. No reported delay in therapy critical to this pt. No medical interventions were reported. Though requested, no add'l info was provided.

Manufacturer narrative:
The investigation is not complete. This report represents all the info known by the reporter upon query by hospira personnel.